Event description:
It was reported that an infusor ruptured during infusion. The device was filled with 64ml of fluorouracil and "28ml g 5%". Approximately one hour after connection it was identified that a rupture had occurred. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The patient was born on an unknown date in 1959, and it is unknown whether the patient is (B)(6). The device was manufactured from may 28, 2014 to may 29, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination of the bladder identified a marking on the exterior surface near the rupture line. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.